Manufacturer narrative:
An event regarding crack/fracture involving an ceramic head was reported. The event was confirmed. Method & results: device evaluation and results: the material analysis report concluded: " the ceramic head was fractured. The location of the fracture origin could not be determined due to secondary chipping on the fracture surfaces. The trunnion, neck, and shoulder areas of the stem contained abrasion damage throughout their surfaces, consistent with contact with a hard object. The liner contained abrasion damage on the articulating surface and distal rim, consistent with contact with the stem. Direct contact between the stem and liner was enabled when the head fractured off the trunnion. No material or manufacturing defects were observed on the device features examined ". A functional and dimensional inspection was not performed based on the nature of the reported event medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar event for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The customer reported that he will be undertaking a revision of an exeter/ 32mm alumina femoral head with trident x3 poly in a 65 year old female of 80kg¿s weight. The primary was done in (B)(6) 2016. The patient has been to clinic and the x-ray showed the femoral head has fractured. The customer further reported that there was nothing unusual about the primary surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that he will be undertaking a revision of an exeter/ 32mm alumina femoral head with trident x3 poly in a (B)(6) female of (B)(6) weight. The primary was done in (B)(6) 2016. The patient has been to clinic and the x-ray showed the femoral head has fractured. The customer further reported that there was nothing unusual about the primary surgery.